Manufacturer narrative:
The suspect device referenced in this report has not been returned to olympus. Additional information is being requested but no further information has been provided at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
An olympus representative reported on behalf of the customer that while using the evis lucera elite bronchovideoscope for a respiratory endoscopy procedure, a foreign object (possibly a fragment of the forceps plug) came out from the forceps channel. The foreign body also fell into the patient's lungs and was retrieved using forceps. The procedure was completed as is. There were no health hazards. The foreign objects have been discarded. The related patient identifier (B)(6) reports the forceps plug.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the following was observed: the reported issue could not be confirmed because the material that exited the biopsy channel was discarded by the facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the reported foreign material could not be identified. Therefore, the root cause of the reported event could not be determined. However, it could not be denied that the foreign material was a fragment of the biopsy valve from the information provided. An overload was likely applied to the rubber part of the biopsy valve by inserting and removing the endo therapy accessory at an angle to the biopsy valve. As a result, a part of the biopsy valve may have broken off. The event was likely caused when the broken rubber piece was pulled into the biopsy channel as the endo therapy accessory was inserted and removed. This supplemental report includes a correction to d9 and h3 from the initial medwatch. Also, information has been added to a3, d4, and h4. Olympus will continue to monitor field performance for this device.